Event description:
Patient was on high-flow oxygen system. System malfunctioned and water was forcefully coming out of nasal cannula into patient's nose and mouth drenching her clothing and bed. Patient was gurgling and choking/aspirating water. One-to-one tech in room immediately notified staff and cannula was removed. Patient was hypoxic but did return to baseline within a short period of time. In follow-up with the manufacturer clinical specialist, it was immediately determined that the incorrect heater column was placed for a high flow nasal cannula set-up. The heaters are used for both high flow nasal cannulas and for ventilator circuits. Both set-ups come prepackaged with the correct heater column for the specific application, which look physically identical but are individually labeled for identification. We were unable to determine how this was set-up incorrectly given the prepackaged set-up. Once the heater column is set up, there is no way to identify one column from another. We do have pictures of the packaging, but do not have the specific package for this event.